Manufacturer narrative:
It was reported a patient underwent a persistent ¿ atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was it was reported that the valve of the vizigo sheath did not work properly causing bleed back. From what the physician was saying, it appears that the hemostasis valve was oozing blood. At the end of the case, he was able to flush the sheath via the side port but was unable to draw back any fluid. The sheath for the entire procedure, but there were no observable patient consequences. It is unknow how much blood volume leaked out. The sheath was not replaced. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device with lot number 00002280 found no internal action related to the complaint during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the completed mre, the h4. Device manufacture date has been populated with 08-mar-2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported a patient underwent a persistent ¿ atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was it was reported that the valve of the vizigo sheath did not work properly causing bleed back. From what the physician was saying, it appears that the hemostasis valve was oozing blood. At the end of the case, he was able to flush the sheath via the side port but was unable to draw back any fluid. The sheath for the entire procedure, but there were no observable patient consequences. It is unknown how much blood volume leaked out. The sheath was not replaced.